Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were sticking and must be pressed multiple times to get them to respond. The insulin pump alarmed no delivery. Customer's blood glucose level was between 400 mg/dl and 500 mg/dl. The customer's work called the paramedics. The customer was dispatched by the paramedics on (B)(6) 2017. The customer was dehydrated. The customer was wearing the insulin pump at the time of hospitalization. Customer learned he was going to wait for 2 hours before they gave him insulin, therefore he checked himself out, went home, and took insulin. He felt better in hours. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No unexpected no delivery no delivery alarms noted. All buttons functioning properly during testing. Unit passed the dat test lcd connector was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked case on display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.